Manufacturer narrative:
Information contained in this record was previously submitted through psr on 15/oct/2018 and on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, deformation device and overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship. No other observation observed. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was capsular contracture, baker grade iii and seroma late. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side capsular contracture, baker grade iii, "breasts are hardened and breast devices can be palpated with visible distortion," and late onset seroma. A capsulectomy was performed and the device has been explanted.